Event description:
A caller reported a malfunction on the pump, identified as malfunction code 9. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the issue. The caller was informed to call back if the malfunction recurs and acknowledged understanding.